Event description:
Pt was feeling ill and gave herself an insulin injection into her arm in addition to the insulin pump infusion. She started to experience frequent urination and was advised by her md to administer an additional 14 iu of insulin or to come to the hosp. She went to the emergency room where her blood glucose level was tested at 600 mg/dl with ketones. She was given an IV insulin drip in addition to her pump. She was discontinued pump therapy two days after her admission. She experienced two alarms an o7, electronic alarm and an 04, occlusion alarm while in the hosp. Both were cleared without any problems.